Event description:
It was reported the surgeon was undertaking a l5/s1 tlif using xia 3 and avs navigator and that when the surgeon was inserting an avs navigator cage (12 x 26 x 4 lot 128467), after 2 or 3 heavy impactions onto the handle, the cage came off the inserter. The surgeon decided to use a smaller cage and used 11 x 26 x 4 lot 125365. On impaction again, the cage came off and caused a dural tear. This added 2 hours to the procedure. On visual inspection of both cages, there is allegedly damage to the rear aspect of the cage where the inserter grips the cage and has snapped off.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: based on the material analysis conducted, it is likely that the implant broke due to overload from the side. The surgical technique indicates that the implant should be inserted gently and progressively into the disc space and it is important to verify adequate discectomy and to maintain distraction during insertion of the cage. Conclusion: the exact cause of the breakage is not known and is likely multifactorial.

Event description:
It was reported the surgeon was undertaking a l5/s1 tlif using xia 3 and avs navigator and that when the surgeon was inserting an avs navigator cage (12 x 26 x 4 lot 128467), after 2 or 3 heavy impactions onto the handle, the cage came off the inserter. The surgeon decided to use a smaller cage and used 11 x 26 x 4 lot 125365. On impaction again, the cage came off and caused a dural tear. This added 2 hours to the procedure. On visual inspection of both cages, there is allegedly damage to the rear aspect of the cage where the inserter grips the cage and has snapped off.